Event description:
I buy nitrile gloves from amazon (safeguard brand sold via third party sellers) and I have noticed the gloves are usually yellowed over the last several boxes. I haven't thought much of it, but recently took a better look at all of the gloves and they look used. Some even have dark spots, and some break very easily. These gloves are not new. They look used. I opened the second box and see the same thing. I read an article about recycled nitrile gloves and decided to contact you. I use a lot of gloves due to needing to do cooking and cleaning dishes for a large household. I don't use them for medical reasons. I can send you the gloves directly from the box and have another 2 boxes also. Safegaurd via 3rd party. FDA safety report ID# (B)(4).